Event description:
The following information was reported to sjm in a journal article abstract found in the cardiovascular intervention and therapeutics in 2014. The full article was unavailable. The information provided to sjm indicated a female patient underwent a percutaneous coronary intervention in the left anterior descending artery, via right femoral approach. At the conclusion of the procedure, an angio-seal device was deployed at the puncture site and hemostasis was achieved in the right groin. The following day, the patient experienced pain in the lower left abdominal region while ambulating. Commuted tomography revealed a hematoma and right side bleeding in the retroperitoneum around the iliac artery. Additionally, angiography revealed bleeding from the tip of the right ilio-lumbar artery, requiring an embolization procedure. Following the repair procedure, it was reported the retroperitoneal hematoma may have been formed by re-bleeding from the puncture site, and that the hematoma may have caused the enlargement of the neighboring arteries, injuring the smaller arteries in the process.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.